Event description:
Event description: guidant received info that at 14.0 months post implant, this tranvenous defibrillation lead exhibited noise on both the rate/sense and shock channels that was oversensed, leading to an inhibition of pacing. The pt is pacer dependent. The pocket was opened and the physician observed body fluid in the lead at the terminal end, and within the competitive y-adapter.